Manufacturer narrative:
(B)(4). Date sent: 06/23/2016. Additional information requested and received: how was the bleeding detected? Unknown. Was any additional procedure required to control bleeding? Not mentioned, only a longer hospitalization was mentioned. What color cartridges were used? Unknown. Was buttressing material used? Unknown. Was the bleed on the pouch or j-j anastomosis? On the pouch. How was the gastrojejunostomy created intra-operatively? Unknown. Were there any issues with staple formation in initial procedure? No. What does the surgeon believe was the cause of the bleeding? Unknown.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: how was the bleeding detected? Was any additional procedure required to control bleeding? What color cartridges were used? Was buttressing material used? Was the bleed on the pouch or j-j anastomosis? How was the gastrojejunostomy created intra-operatively? Were there any issues with staple formation in initial procedure? What does the surgeon believe was the cause of the bleeding?

Event description:
It was reported that after a gastric bypass procedure, bleeding on the stomach pouch 48 hours post-op. No bleeding at all per operation. Sales rep was in the or during the procedure. Patient required longer hospitalization.